Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were using arctic sun device, but the temperature probe would not register. They wanted to know what they need to do with device as they have already switched to a new one. Confirmed rn had it plugged into outlet monitor temperature (t1) port, and it just read as dashes. The temperature probe and cable are working fine on the new device. Suggested to send device to biomed to see if a piece needs to be replaced for troubleshooting. Biomed could call back if they had any questions.

Event description:
It was reported that the nurse stated that they were using arctic sun device, but the temperature probe would not register. They wanted to know what they need to do with device as they have already switched to a new one. Confirmed rn had it plugged into outlet monitor temperature (t1) port, and it just read as dashes. The temperature probe and cable are working fine on the new device. Suggested to send device to biomed to see if a piece needs to be replaced for troubleshooting. Biomed could call back if they had any questions.

Manufacturer narrative:
The reported issue was inconclusive. A root cause could not be definitively identified. They wanted to know what they need to do with device as they have already switched to a new one. Confirmed rn had it plugged into outlet monitor temperature (t1) port, and it just read as dashes. The temperature probe and cable are working fine on the new device. Suggested to send device to biomed to see if a piece needs to be replaced for troubleshooting. Biomed could call back if they had any questions. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were using arctic sun device, but the temperature probe would not register. They wanted to know what they need to do with device as they have already switched to a new one. Confirmed rn had it plugged into outlet monitor temperature (t1) port, and it just read as dashes. The temperature probe and cable are working fine on the new device. Suggested to send device to biomed to see if a piece needs to be replaced for troubleshooting. Biomed could call back if they had any questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.